Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation.

Event description:
A complaint was initiated for a patient who underwent a second knee revision surgery on (B)(6) 2021. The first revision surgery occurred on (B)(6) 2018 the original surgery date is (B)(6) 2017. The reason for revision is suspected infection. During the revision, the original femoral component, tibial baseplate, and patella were removed. During this revision, the tibial insert and retaining bolt from the first revision were also removed. All components were replaced with an antibiotic spacer, a femoral component and insert to hold the joint together.